Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis found that the battery was depleted. Further analysis revealed a high current drain condition that was localized to a low voltage controller ic (integrated circuit). During analysis, the ic was damaged. Therefore, no root cause could be determined.